Event description:
A malfunction was reported on the customer's pump, which displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer is using multiple daily injections as a backup insulin therapy while waiting for the replacement pump provided by cts, as the pump was out of warranty.